Manufacturer narrative:
(B)(4).

Event description:
During testing, the e360 ventilator lcd display printed circuit board was inspected for damages and defects and an inductor was found to have a burn mark on one side. The inductor malfunctioned and caused the board to not function properly. There was no patient involvement.